Event description:
Pt called lfs on 9/3/2003 alleging their meter would not power on when inserting a test strip to test their blood sugar. Pt reported that this problem has occurred for the past year. The pt reported the paramedics were called one morning when the pt's family member could not wake pt up. Pt reported that morning they woke up and took their set amount of insulin (40 units, type unknown) and did not eat breakfast. Pt stated they tried to test their blood but was unable to . They stated that they take the same amount of insulin every morning regardless of the blood sugar reading on their meter. Pt stated they began to feel "heavy" and went to lie down. The paramedics were called and they gave pt a glucose IV and left when pt was feeling better. Pt does not know if they tested blood sugar. The issue was not resolved with troubleshooting. No further info has been reported. This case is being reported as a medical malfunction because the pt took insulin and did not eat any breakfast that morning which led to a hypoglycemic event.